Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was discharged to home the previous day after being implanted 17 days prior. During the night, the pt experienced a "yellow wrench" on her power module. When the pt's husband moved the device slightly the "yellow wrench" went off and came back on. The pt was given a backup power module. Additional info was received from the vad coordinator the following day which stated that the issue was not resolved. It was reported that the day after the power module was replaced the pt experienced a "red heart" alarm while connected to the power module. The pt passed out, and then her son placed her battery power, and the "red heart" alarm resolved. However, when the pt had the "red heart" alarm, the yellow wrench and red battery occurred on the power module. The power module continued to alarm, and the vad coordinator instructed the pt's husband to reset the internal battery and then "everything was fine". The vad coordinator reported that she had the husband place the pt on the power module while in the ER, and it operated appropriately; however, right after she was placed on battery power for transport, she had another "red heart" alarm. The vad coordinator reviewed the pt's history after she arrived to the hosp and low voltage, low speed, low flow, and system controller cell low were noted. The vad coordinator stated that the red heart alarm (clock reset) occurred during transport due to the batteries not being inserted correctly into the battery clips and the alarm resolved once the connections were secured. The sys controller and second power module were exchanged.

Manufacturer narrative:
The system controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.